Event description:
The pt was reportedly experiencing intermittencies and loss of sound. External equipment was exchanged and programming adjustments were made, however, it did not resolve the issue. Testing revealed that the device was not functioning within specification. The pt's device was explanted. The pt was reimplanted with another cochlear device.